Event description:
The customer complained of questionable low ca2 calcium gen.2 and ureal urea/bun results for multiple patient samples on a cobas 8000 c 702 module. The customer provided an example of a discrepant ca2 result for 1 patient sample on the c 702 module. The initial ca2 result was 5.6 mg/dl on the c 702 module. The ca2 result on a different c 702 module was 9.1 mg/dl and was deemed to be correct. The customer repeated the sample for confirmation on the different c 702 module and the ca2 result correlated with the 9.1 mg/dl result. The specific result was not provided. No erroneous results were reported outside of the laboratory. There was no adverse event. The customer stated that between (B)(6) 2018 there were 3 additional occurrences. The specific data was asked for but not provided. The ca2 reagent lot number was 27022701. The expiration date was asked for but not provided. The field service engineer (fse) found the cause to be fluidics. The fse flushed the cuvette rinse mechanism lines, adjusted the regulator for the rinse volumes, adjusted the gear pump pressures, and checked the external wash station. The fse performed a precision. The customer ran qc that was within range. The investigation determined that the provided calibration and qc data were acceptable. The investigation determined that there were abnormal aspiration errors during the time of the issue and the service actions resolved the issue.